Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported as pyxis medstation es main drawer 5 cubie pockets require maintenance was confirmed during visual inspection and field service engineer (fse) testing, investigation conducted in the dchu investigation laboratory showed the following results: according to wo 02146563: field service engineer (fse) replaced the drawer control board on main fh drawer 4. Final test was initiated via the hardware test application and was found to be successful with no issues observed. In accordance with the tests conducted in the dchu investigation laboratory the pcba dwr cntlr v1.10/v1 demonstrated proper functionality while thermal damage was observed on pcba fh cubie pmc to component u300. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause for pn: 151903-01 was identified as thermal damage to component u300 on the full height cubie pmc circuit board. This damage compromised the communication and control signals responsible for managing the cubie pockets, leading to their malfunction.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 5 cubie pockets failed and required maintenance. As per part investigation, it was determined that there was thermal damage observed on the component u300 of full height cubie pmc circuit board. There were no adverse events or injuries reported based on this event.